Event description:
Complaint: possible under infusion. Pump alarming empty and bag was full. Patient calling because bag is almost full but pump is stating empty. Label on bag states duration 24 hrs 83 ml/hr volume 2000. Pump was put on 1130-12 on (B)(6) 2020.